Event description:
It was reported that pump displayed a malfunction alarm. There was no adverse impact to the customer¿s blood glucose level. Customer had no backup insulin therapy and planned to contact healthcare provider, while technical support arranged urgent replacement of pump.